Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was scheduled to do a abducter tenotomy repair. When he opened the patient he found metal debris from the stem impinging on the posterior part of the cup and liner. He decided to remove the cup, liner, screw; and head, to reposition in the proper place to give adequate stability and stop the impingement on the stem. The summit stem was retained. We reamed the acetabulum up to a 56, put in a 56 gription multi, and implanted liner and head to finish the case. The surgeon requested the implants back to give to the patient. Doi: (B)(6) 2018; dor: (B)(6) 2019; left hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.